Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery depletion-normal.

Event description:
It was reported that the patient received therapy from episodes. The device indicates end of service and has a charge circuit timeout. The device was explanted and replaced. No further patient complications have been reported as a result of this event.